Event description:
It was reported by the user that they had a system inaccuracy which may have resulted in a pneumothorax during the procedure. It was reported that they were only able to get up to 2 cm from the lesion. After the superdimension procedure, a needle aspiration by the help of vacuum aspirator was performed. After an hour and then again after four hours, no pneumo was observed on the chest x-ray. The physician sent a follow-up to superdimension in 2009, and reported that four days later, during the transthoracic biopsy, an air line was observed on the lung periphery by CT. The e-mail also reported that the pt is currently doing well and is receiving chemotherapy (the diagnosis has been established by CT guided needle transthoracic biopsy as adenocarcinoma).